Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The smart pass feature had programmed itself off due to reduced intrinsic amplitudes. Also, the shock impedance was varying and high at 125 ohms. The doctor programmed the system off and will schedule an explant. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to t-wave oversensing. The smart pass feature had programmed itself off due to reduced intrinsic amplitudes. Also, the shock impedance was varying and high at 125 ohms. The doctor programmed the system off and explanted it. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was partially fractured in the areas approximately 18cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and high impedance codes. The CAPA 0000594 emblem 3501 electrode proximal fractures is associated.

Event description:
This supplemental report is being filed to provide additional information that the system was explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to t-wave oversensing. The smart pass feature had programmed itself off due to reduced intrinsic amplitudes. Also, the shock impedance was varying and high at 125 ohms. The doctor programmed the system off and will schedule an explant. There were no additional adverse patient effects. The system remains implanted.